Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer states the drive support cap appears normal. The customer also report that the insulin pump had multiple pump error and customer was able to clear the alarm. The insulin pump will not be returned for analysis.